Manufacturer narrative:
(B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Displacement and reflux are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: warning: "failure to secure the band properly may result in its subsequent displacement and necessitate re-operation." Caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of reflux as follows: "contraindications: the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."

Event description:
Doctor reported patient in hero study experienced gastroesophageal reflux. A lap-band ap system adjustment and lap-band ap system surgical revision with access port revision (with preservation of same access port) took place to treat the event due to "access port flipped and unable to access for fluid removal."